Event description:
The tube was lasting only 4-5 weeks instead of 6-8 weeks. Rubber port that connects to bag does not stay in. Pressure builds up and pushes connector out of bag. Device is changed and no harm to pt.